Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99317 supplemental rationale corrected data: h11 34 previously reported events were included in this follow-up record. Product return status 34 devices were evaluated in the field. Evaluation findings (results/components) 34 devices: material and/or chemical problem identified / coating material product disposition. 2 devices: product not received. 32 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 34 events were reported for this quarter. Product return status, 34 devices were evaluated in the field. Evaluation findings (results/components), 34 devices: material and/or chemical problem identified / coating material. Product disposition, 2 devices: product not received, 32 devices: product disposition is not yet determined. Additional information, 34 devices were not labeled for single-use, 34 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 34 events for the failure: flaked - 34 events had problem identified during non-clinical procedure; there was no patient involvement.